Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), vaginal discharge ("vag. Discharge"), vaginal infection ("vag. Infect"), fatigue ("fatigue"), migraine ("migraines"), urinary tract disorder ("bladder/urinary problems") and bladder disorder ("bladder/urinary problems"). The patient was treated with surgery (bilateral essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, dyspareunia, menorrhagia, allergy to metals, vaginal discharge, vaginal infection, fatigue, migraine, urinary tract disorder and bladder disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test(s) conducted,(unspecified) : confirm test result : unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), vaginal discharge ("vag. Discharge"), vaginal infection ("vag. Infect"), fatigue ("fatigue"), migraine ("migraines"), urinary tract disorder ("bladder/urinary problems"), and bladder disorder ("bladder/urinary problems"). The patient was treated with surgery (bilateral essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, dyspareunia, menorrhagia, allergy to metals, vaginal discharge, vaginal infection, fatigue, migraine, urinary tract disorder, and bladder disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge, and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: essure confirmation test(s) conducted,(unspecified): confirm test; result : unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2020: medical record was received. Case becomes incident. Event- pelvic pain make medically significant, and intervention required due to surgery. Reporter information, essure removal date were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.